Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 127, 67 and 99 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further informaiton has been reported.